Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event were there any other complications during the procedure? When was the perforation first noted by a physician? Who was the operator of the securestrap? Were any abnormalities noted prior, during, or after the procedure? Was there any surgical intervention required to repair the perforation or fistula? Please describe. Are any photos available? Was any anomaly of the device identified? What is the patient's current status?

Event description:
It was reported that the patient underwent an abdominal wall hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. After stapling, small intestine was perforated and followed by peritonitis. Ipom procedure was performed. It was found that a fistula has formed in the small intestine and the surgeon found a staple. The patient is stable. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.